Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The right ventricular lead exhibited noise resulting in pacing inhibition. The patient felt lightheaded. The lead was explanted and replaced. The patient was stable post procedure.